Manufacturer narrative:
Device analysis completed on a smiths medical cadd solis vip 2120 pump. Device arrived in good physical condition. Evidence log opened with three alarms displayed. First alarm latch closed. Second alarm cassette not attached properly. Third alarm power down. All alarms done on pm testing. When evaluations and tests performed to duplicate event, this was unable to be confirmed. It was discovered that in the event log, a bubble was found in the downstream sensor seal. For prevenative messures, the down stream occlusion sensor was replaced. Device passed all functional and delivery testing.

Event description:
Final report generated after device analysis completed.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. No patient was involved in this event. No adverse effects were reported.